Event description:
Surgeon reported inaccuracies during spinal navigation, 3 screws inserted into the disc space. Pt status following surgery: l4 screw on the right, which was put in with real time fluoro, breached inferiorly.

Manufacturer narrative:
Pt information unavailable at time of report, but has been requested. Documentation for an evaluation of the system has been requested. The results and conclusions will be provided upon completion of the system evaluation.